Event description:
Resident was getting out of bed with the assistance of 2 cna's and use of lift. Lift handle hit closet door and lift toppled over. Nursing assistants broke residents fall. Resident sent to hosp for evaluation. X-ray's negative for fracture. Diagnosed with left sprained ankle and contusion. 12/20/95 went to dr for f/u visit re: previous rt hip fracture. Diagnosed with lt hip fracture at that time. Has had no other falls known to staff.